Manufacturer narrative:
Additional testing information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed the delivery accuracy test.

Event description:
Customer's spouse reported via phone, he was hospitalized and then transferred to rehab. Customer's blood glucose was 110 mg/dl at the time of admission. Customer's spouse the customer was experiencing low blood glucose of 53 or 55 mg/dl and paramedics were called. Customer was advised to remove the insulin pump when he was at the hospital. Customer was complaining about back pains and he thought he had phenomena, but doctor stated he had copd. Customer's spouse what was the perceived cause of the low blood glucose. Customer's spouse stated, the device was lost and was requesting a replacement device. The device is not being returned for further analysis.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube and a cracked case near the display window corners were noted during the visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.